Event description:
A distributor complaint report was filed by rubin medical aps regarding a cracked and illegible touchscreen on a pump in denmark. It was confirmed that the issue did not cause the customer's blood glucose level to exceed normal limits. Technical support arranged for the pump to be replaced. The customer was informed of the need for replacement and provided with instructions for returning the defective device, but they declined to share information about their backup insulin therapy.